Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI and PMA/510 k are unknown. No product information has been provided to date.

Event description:
It was reported that the device exhibited a no cassette alarm right after the cassette's insertion on the pump. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: no product was returned or photographic evidence provided to aid in this investigation; however the pumps operators manual indicates that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product returned. Most probable cause due to improper user interaction with the product. A service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months.